Event description:
It was reported that patient was revised on a right hip due to periprosthetic fracture.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was performed and concluded: "device-related factors do not play any role in such pp fracture scenario¿s and can be excluded for all practical purposes. Still, exact root cause of failure cannot be established due to lack of clinical and adequate x-ray information" device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that patient was revised on a right hip due to periprosthetic fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.